Event description:
It was reported that the customer indicated in correspondence that there was a defect. No further information was provided.

Manufacturer narrative:
Patient age, weight and ethnicity: the information is not provided as per EU regulation (b()4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown, not provided. Give date: n/a (not applicable). There is no indication that the intraocular lens was implanted. If explanted, give date: n/a (not applicable). There is no indication that the intraocular lens was implanted. Therefore, lens was not explanted. Initial reporter first & last name: unknown, not provided. (B)(6). The intraocular lens (iol) has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Several attempts were made to obtain further information, however no additional details were provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.